Manufacturer narrative:
(B)(4). The rx xience xpedition 2.75 x 33 mm mentioned is being filed under a separate manufacturing report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of the 2.75x33mm xience xpedition stent delivery system (sds), the protective sheath was removed without reported resistance and the stent dislodged, unnoticed, from the balloon and remained partially in the sheath. The sds, without the stent, was advanced to the heavily calcified lesion in the left anterior descending (lad) coronary artery. Upon sds balloon inflation, the stent was noted to be missing from the balloon and the sds. The device was removed without reported issue or resistance and the stent was found stretched outside of the patient's anatomy. A 3.5x12mm xience xpedition sds was then advanced and met resistance with a previously implanted, well apposed, 4.0x28mm xience stent. The sds was removed with resistance. Once outside the anatomy, it was noted that the stent was not on the sds. A coronary angiogram was performed showing the dislodged stent within the lad. The dislodged stent was crushed against the vessel wall via three unspecified balloon catheters and an unspecified stent was deployed, overlapping the dislodged stent. There was no clinically significant procedural delay and there was no additional patient sequela. There was no additional information provided.